Event description:
Reported via clinical study. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2026. On the same day a pulse field ablation procedure was performed. It has been mentioned that the patient died one (1) day later after the procedures on (B)(6) 2026. No autopsy performed. No more information was provided.